Event description:
Customer reported a pinhole in the hard plastic portion that attaches to the needles valve. The clinician stated that the pt felt wetness when the set was flushed. The pt was not receiving chemo at the time of the issue, and the pt did not experience any ill effects as a result of the issue. The clinician continued to use other huber sets in that lot with not other issues.

Manufacturer narrative:
The sample was returned to vygon u.s. And was forwarded to component supplier for eval. A follow-up MDR will be sent within thirty days of the conclusion of the complaint investigation.